Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included acute pharyngitis, oral thrush, anxiety disorder, sinusitis, dysuria, yeast vaginitis, low back pain, conjunctivitis, constipation, gastroenteritis and hematuria. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, fatigue, alopecia, migraine and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dermatitis allergic, fatigue, genital haemorrhage, headache, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding,abdominal pain,uti, bacterial vaginosis, candida vaginosis, vaginal discharge, fatigue, hair loss, migraine, headache. Insertion date: (B)(6) 2010 (discrepancy noted). There were 2 coils seen in the right cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Lot number, reporters information, concomitant drug, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included acute pharyngitis, oral thrush, anxiety disorder, sinusitis, dysuria, yeast vaginitis, low back pain, conjunctivitis, constipation, gastroenteritis and hematuria. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, fatigue, alopecia, migraine and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dermatitis allergic, fatigue, genital haemorrhage, headache, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding,abdominal pain,uti, bacterial vaginosis, candida vaginosis, vaginal discharge, fatigue, hair loss, migraine, headache. Insertion date: (B)(6) 2010(discrepancy noted). There were 2 coils seen in the right cavity. Lot number: 729920 , manufacture date: 2010-03, expiration date: 2013-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, fatigue, alopecia, migraine and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dermatitis allergic, fatigue, genital haemorrhage, headache, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding,abdominal pain,uti, bacterial vaginosis, candida vaginosis, vaginal discharge, fatigue, hair loss, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " gen, abnormal bleeding, psych injury, post removal complication, allergy: rash / skin condition, abdominal pain, uti, bacterial vaginosis, candida vaginosis, vaginal discharge, fatigue, hair loss, migraine, headache " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.